Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high pacing impedance. The rv lead was reprogrammed. Approximately four months later the rv lead pacing impedance started to trend upwards. In addition, the rv lead exhibited noise/short r-r intervals. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.